Manufacturer narrative:
The catheter connector was returned for analysis which was not complete as of the date of this report. A follow-up report will be submitted when device analysis is complete.

Event description:
During a routine pump replacement, the physician noticed that there was a tear at the hub of the connector. A new connector was implanted with the existing catheter. No patient's symptoms or outcome were reported.